Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. The disk ratchet and retainer were replaced along with general maintenance, cleaning and replacement of worn components. Root cause: the reported complaint was confirmed. The mayfield 2 lock had up and down movement and the teeth were grinding when rotated, requiring replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00537. A facility reported that the mayfield composite series skull clamp (a3059) was not locking properly when attached to the patient's head. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.